Event description:
It was reported that at follow-up, an increase in impedance and capture were found. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.